Event description:
It was reported that prior to starting a da Vinci-assisted surgical procedure, the customer encountered a repeating recoverable error 23008 on the Right Master Tool Manipulator (MTMR) of the Console 2. The Technical Service Engineer (TSE) confirmed the reported error in the system logs and had the customer hard power cycle the Console. The error continued to occur leading the customer to abandon the Console 2 and proceed using the Console 1 for the case.The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE confirmed the error 23008 on the system and replaced the Right Master Tool Manipulator (MTM) to resolve the reported issue. The system was tested and verified as ready for use. ISI did receive a da Vinci product involved with this complaint to perform failure analysis. The MTMR was analyzed and the reported error was confirmed and replicated during in-house testing. In lighthouse, the error code 2300 (EEVT_POTENC_LIM) on the roll axis was observed, confirming the fault occurred in the field. After installing on SFTP and running the fitness test, the unit failed for Backdrive - RO with error codes: 23008 (EEVT_POTENC_LIM) and 23013 (EEVT_POT_FDFD_ERR), replicating the reported event. Upon inspection of the roll drivetrain, roll magnet delamination was observed from the hub. This failure likely caused error codes 23008 and 23013 failures observed during in-house testing and from the field log: The Slow Gravity Balance Test Post Sine Cycle for Wrist Pitch (Axis 5) and Wrist Yaw (Axis 6) were ran and passed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.The probable root cause of the reported error 23008 is attributed to the roll magnet delamination on the MTM.